Manufacturer narrative:
Corrected data: the initial MDR did not include the alternative report identification number. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of event: unknown, reported as 3 years ago. Expiration date: unknown. Device manufacture date: unknown. Product evaluation: the solution was not returned; and therefore an investigation of the product was not possible. Manufacturing record review: manufacturing records review for the reported event was not performed as lot number of the complaint product was unknown, not provided. Labeling review: directions for use (dfu) was reviewed and adequately provides instructions, precautions, and warnings for the proper use and handling of the hydrogen peroxide solution. Reported medical symptoms were caused by customer misuse because she forgot to add the neutralization tablet to the solution as instructed in the directions for use. No product deficiency or malfunction was identified for the reported issue. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a female patient experienced irritation in her eyes and red eyes with use of consept onestep once three years ago, the date was not provided. Patient forgot to use a neutralization tablet in solution accidentally, and wore the lens. Patient saw a doctor and applied antibiotics eye drops, and her eyes recovered from the symptoms. The patient was provided with instruction for the proper use of the product.